Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. An additional suspect product was tylenol. The patient had a medical history of migraine, anxiety, asthma, parity 3, multi gravida, cesarean section, post-traumatic stress disorder, anemia, herniated disc (herniated disc (c4-c5),), fibromyalgia, fibroids, dysmenorrhea, abortion (2) and parity 3. Previously administered products included: tylenol, meclizine hcl and flexeril [cefixime]. The patient had a family history of cancer, heart disease, unspecified and diabetes mellitus. Concurrent conditions were listed as fibroids and abnormal uterine bleeding. Concomitant products included contrave (bupropion hydrochloride;naltrexone hydrochloride) since (B)(6) 2022, nicotine since (B)(6) 2022 and melatonin since (B)(6) 2022. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022 the patient started tylenol (oral) at an unspecified dose and frequency. On (B)(6) 2022, 4584 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed on (B)(6) 2022. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted removal dates are updated to (B)(6) 2022 form (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): [oesophagogastroduodenoscopy] in 2013: pmh: gastric ulcer, asthma. [Pathology test] on (B)(6) 2022: surgical pathology report: specimen source: uterus cervix; bilateral fallopian tubes. Clinical history: celular leiomyoma of uterus. Diagnosis: uterus and cervix: leiomyoma and adenomyosis, bilateral fallopian tubes: paratubal cyst. Gross description: bilateral fallopian tubes: the first fallopian tube measures 5.5 cm in length by 0.8 cm in diameter with a 0.6 cm in greatest dimension paratubal cyst filled with clear watery fluid. The second fallopian tube measures 3.5 cm in length by 0.8 cm in diameter and has a 1.8 cm in greatest dimension, bioccluded paratubal cyst filled with a soft yellow material and clear watery fluid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: medical record received. Surgical pathology report added. Medical history & concomitant drug, lab data updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer, on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal"). In a 42 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, (B)(6) days after essure insertion. She underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered, medical device removal to be related to essure administration. Quality safety evaluation of ptc: for essure, no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above, includes data received on: 05-apr-2023, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4584 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.